Event description:
It was reported that while unloading the cot at the hospital, with a large patient on it, the cot did not "lock" and when it was removed from the truck, it fell. It was reported that the caregiver tried to catch the cot to prevent it from hitting the ground with the patient on it and sustained a lower back injury. It was reported that caregiver was placed on light duty by a medical professional. The patient was not injured during this event.

Manufacturer narrative:
The investigation concluded that the device that contributed to this event was the 639005550001 and the 6506 was concomitant to the event. The catalog number, serial number, date of manufacture, and code grids have been updated to the at fault device.

Event description:
It was reported that while unloading the cot at the hospital, with a large patient on it, the cot did not "lock" and when it was removed from the truck, it fell. It was reported that the caregiver tried to catch the cot to prevent it from hitting the ground with the patient on it and sustained a lower back injury. It was reported that caregiver was placed on light duty by a medical professional. The patient was not injured during this event.

Manufacturer narrative:
A visual and functional inspection was performed by a field service representative who confirmed that no component level defect was found with the unit.

Event description:
It was reported that while unloading the cot at the hospital, with a large patient on it, the cot did not "lock" and when it was removed from the truck, it fell. It was reported that the caregiver tried to catch the cot to prevent it from hitting the ground with the patient on it and sustained a lower back injury. It was reported that caregiver was placed on light duty by a medical professional. The patient was not injured during this event

Event description:
It was reported that while unloading the cot at the hospital, with a large patient on it, the cot did not "lock" and when it was removed from the truck, it fell. It was reported that the caregiver tried to catch the cot to prevent it from hitting the ground with the patient on it and sustained a lower back injury. It was reported that caregiver was placed on light duty by a medical professional. The patient was not injured during this event.

Manufacturer narrative:
Updated the catalog number and serial number in section d4.